Event description:
The patient reported e8 (power interrupt) was displayed on the infusion device. The patient changed the battery, but was unable to resolve the issue. The patient also reported the rubber of the infusion device case was loosened. There are also multiple pixels of the display that are missing. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.